Event description:
In 2008, olympus was notified by the user facility regarding a report in which a total of six pts were said to have developed chemical colitis following colonoscopy procedures at this facility. The procedures were performed several days prior (inclusive). Four different endoscopes were identified to have been involved with these incidents. The user facility reported that all four endoscopes were reprocessed in side-b of their automated endoscope reprocessor (aer) prior to the procedure. The user facility staff inspected the aer and observed that the biopsy valve seal in side b of the aer was not attached to the endoscopes at the end of the reprocessing cycle. Failure to appropriately flush the endoscope channels with rinse water following reprocessing may have resulted in retained reprocessing chemicals. More detailed info regarding the pts are found in the attached matrix. All six pts are reportedly doing fine to date.

Event description:
Date of procedure: 2008. Type of procedure colon/edg. Symptoms post operation: abdominal pain and fever. Pt did return to the hosp/ER. The pt was released from the hospital. The next day, olympus was notified by the user facility regarding a report in which a total of six pts were said to have developed chemical colitis following colonoscopy procedures at this facility. The procedures were performed days earlier (inclusive). Four different endoscopes were identified to have been involved with these incidents. The user facility reported that all four endoscopes were reprocessed in side-b of their automated endoscope reprocessor (aer) prior to the procedure. The user facility staff inspected the aer and observed that the biopsy valve seal in side b of the asr was not attache to the endoscopes at the end of the reprocessing cycle. Failure to appropriately flush the endoscope channels with rinse water following reprocessing may have resulted in retained reprocessing chemicals more detailed inf regarding the pts are found in the attached matrix. All six pts are reportedly doing fine to date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. User facility personnel determined there was no problem with the endoscope. An olympus field svc engineer (fse) had visited the facility and serviced the aer. Additionally, an olympus endoscopy support specialist (ess) is scheduled to visit the facility, and to provide in-svc training as necessary. This report is being submitted as an MDR in an abundance of caution. Please reference MFR # 8010047-2008-00145, -00146, -00147 for the other devices referenced in this report.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. User facility personnel determined there was no problem with the endoscope. An olympus field svc engineer (fse) had visited the facility and serviced the aer. Additionally, an olympus endoscopy support specialist is scheduled to visit the facility, and to provide in-svc training as necessary. This prod is being submitted as an MDR in an abundance of caution. Please reference MFR # 8010047-2008-00145, -00146, -00147 for the other devices referenced in this report.